Event description:
It was reported that a patient underwent an atrial flutter / fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced pericardial effusion that required pericardiocentesis and a drain placement. The patient had a strange cough and following the cough, they checked intracardiac echocardiography (ice) and discovered a pericardial effusion. They confirmed the effusion using ice, an x-ray, and an echocardiogram. The patient did not exhibit any other unusual symptoms. The medical intervention that was performed was a pericardiocentesis and 325 ccs of fluid were removed. The patient still had a drain in when leaving the room. The patient was in stable condition. Additional information was received. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that he/she does not believe any of the products caused the effusion. The patient has fully recovered (no residual effects). The patient did not require extended hospitalization because of the adverse event. Reporter indicates nothing out of the ordinary just that the patient was sedated but coughed.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 12-mar-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter / fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced pericardial effusion that required pericardiocentesis and a drain placement. The device evaluation was completed on 13-apr-2024. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and force hi alert was observed during ablation due to a printed circuit board (pcb) issue, additionally, no irrigation was observed due to the irrigation tube being bent at the shaft area, no other issues or anomalies were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The potential cause of the adverse event remains unknown. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. No device malfunction was reported by the customer; therefore, the observed failures could be related to the manipulation of the device after procedure. However, this cannot be conclusively determined. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿adverse event¿. -investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) / component code: hose (g04069) were selected as related to the biosense webster inc. Analysis finding of the ¿irrigation tube being bent at the shaft area¿. -investigation findings: incompatible component/ accessory (c0402) / investigation conclusions: cause not established (d15) / component code: circuit board (g02005) were selected as related to the biosense webster inc. Analysis finding of the ¿printed circuit board (pcb) issue¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference number: (B)(4).